Manufacturer narrative:
Hamilton medical ag`s conclusion: investigation is ongoing.

Event description:
Hamilton medical ag received the following complaint description (quotation of the customer/reporter): "device shows o2 not available. Device is runing 30 minutes and shows this failure while respirating." No patient health impact or consequences were reported.

Manufacturer narrative:
Additional information: hamilton medical ag`s comes to the following conclusion: as reported, the log files showed that during ventilation without a patient connected, the oxygen supply failed. The device was being tested independently by the hospital. In this context, the "oxygen supply failed" alarm occurred indicating an oxygen supply failure. It was identified that the o2 mixer assembly was defective. The defective component was replaced. Subsequently, the device passed all tests and is back in use. Corrected/updated: h6 section imdrf codes updated/corrected.